Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient¿s doctor was planning on doing a revision on the patient¿s device. It was stated the patient was having pain at their pocket site. It was noted the doctor felt they may have put it too low and they were planning on moving it.